Manufacturer narrative:
Additional information d9, h3, h6 and h11: h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Evaluation will proceed with replacing the outside and middle holders, as well as the m2 and m3 springs. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused medication while administrating treprostinil 1 million of in 100 ml ns during delivery. The event occurred in the location: campus/unit/floor/location. Columbia/mil/5th/ccu. Patient was assessed and was stable in no distress. No additional information is available.